Event description:
The device result was 201 mg/dl and a repeat result was hi in april 2006. He stated the devie result was 87 mg/dl and a repeat result was 510 mg/dl. The device was replaced and requested to be returned for evaluation.